Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was squirting insulin during the manual prime process. Customer stated that they were unable to exit load reservoir process customer stated that the insulin pump had insulin flow block alarm. Device labels, including serial number and dome label stickers reported as missing, removed, worn, faded, or damaged. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Device functioning properly during testing. No missing labels noted during visual inspection. Device received with faded serial number label, cracked case(battery tube) and cracked battery tube threads. (B)(4).